Event description:
It was reported that during the implant procedure a right atrial lead implant attempt was made. No pacing and no sensing signal were noted during the implant testing of the lead. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.